Event description:
Patient was revised because the knee was too tight. The surgeon suspected that this was because the femoral implant was oversized.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required to retrieve the device history records for reviewing and search the complaint database were not provided. The investigation could not draw any conclusions about the reported event; however, provided information suggests the size device selected at primary surgery did not achieve the desired knee flexion. Provided information stated, the product was not suspected of failing to meet specifications. Based on the performed investigation, the need for corrective actions is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.